Event description:
It was reported that the device overheated during a surgical procedure. There was a 2 minute delay and the procedure was completed with a back-up device. There were no adverse consequences.